Event description:
Reporter indicated that a vns patient's generator was replaced for reported end of service. The explanted generator was returned for product analysis. The reported issue, end-of-service, was confirmed during analysis. An open can measurement of the battery voltage verified that the battery was depleted. The supply current pulsing was over the limit on the post burn-in electrical test. The analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value, the caged module met all specifications as defined by the post burn-in electrical test specification. The out-of-limit pulsing current could potentially be a contributing factor to the end of service; however, the battery longevity calculation did not indicate a significant impact. A battery calculation yielded approximately 0.73 years remaining.